Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-26392. This report, 1818910-2013-23198, will be rejected. 1818910-2012-26392 will be kept for investigation purposes.

Event description:
Reason for original complaint. -clinical report states patient revised for mom disease with socket loosening, resulting in infection. **update** (B)(4) 2013 - clinical report was received. Clinical report indicates the patient was revised on (B)(6) 2010 with placement of an antibiotic spacer. The patient was reimplanted on (B)(6) 2011, and a trochanteric fracture was noted. At this time it is unknown when the fracture occurred.